Manufacturer narrative:
The report of low speed and low flow hazard alarms was confirmed through the evaluation of the submitted system controller log file; however, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file captured data from 10:47:26 am to 12:40:32 pm on (B)(6) 2017. The data captured two pump stoppages with corresponding low speed hazard and low flow hazard alarms at 12:36:57 pm and 12:37:10 pm. The events occurred while the system controller was connected to a power module. A pump power and estimated flow elevation was captured during the pump stoppage on 12:37:10 pm. Based on previous complaint history, the captured events appear consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2017 and the replaced portion of the driveline was returned in one segment measuring approximately 16.5 inches long. Damage to the outer silicone jacket was observed from approximately 2 inches to 3.5 inches from the metal connector. Breakdown of the metal braided shield was observed approximately 2.5 inches from the metal connector at the terminus of the bend relief. Minor breakdown of the metal braided shield was also observed throughout the length of the returned driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. A system controller log file was submitted following the distal-end driveline replacement containing data from 07:33:04 pm on (B)(6) 2017 to 09:02:00 am on (B)(6) 2017. This log file captured several pump stoppage and low speed events between 12:35:26 pm and 01:07:27 pm on (B)(6) 2017 while the system controller was connected to a power module. Associated low speed advisory/hazard and low flow hazard alarms were captured during the events. In addition, a transient power elevation was observed at 12:47:08 pm. The remainder of the log file captured the pump operating as intended while connected to batteries. The patient was provided with a non-grounded patient cable for use with the power module and remains ongoing on vad support. No further issues have been reported at this time. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 6 months. The replaced portion of the driveline was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 during a routine clinic visit, a scheduled backup system controller software upgrade was performed. The backup system controller was then placed in use running the lvad by exchanging it with the primary system controller. It was reported that an alarm to replace the internal battery then sounded. In order to check the internal battery, the system controller was connected to a power module and system monitor. It was reported that several seconds after connection, the pump speed decreased and two low flow hazard alarms occurred. The system controller was then switched to battery power. The patient was asymptomatic. The patient reportedly keeps the pump on battery power while sleeping and there are two previously unreported rescue tape repairs on the external driveline. The alarms occurred after the lvad system was connected to the grounded patient cable and power module. The system controller was placed back on power module support and the internal battery was replaced. No further pump speed decreases or alarms occurred at that time. No alarms could be reproduced when the driveline was manipulated or when the patient performed body movements. The x-ray images of the portion of the driveline external to the patient revealed no direct indication of a damaged or stressed shielding/driveline; however, the x-ray images of the portion of the driveline internal to the patient revealed a possible stretched/compromised area approximately 12 cm from the pump body. On 19oct2017, an external driveline evaluation was performed by the manufacturer¿s technical services representatives. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements with a grounded power module patient cable. Although the alarms could not be reproduced, the patient¿s clinicians elected to have an external driveline replacement was performed. On (B)(6) 2017, pump speed drops again occurred while the system controller was connected to the power module. The patient was provided with a non-grounded patient cable for use with the power module. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.